Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 25 mm non-medtronic balloon. The valve was deployed in a 2 cusp view and an infold was detected and the valve appeared constrained. The infold was confirmed in a 3 cusp view using imaging during the procedure. The valve was recaptured and removed from the body, and a new valve was prepared and deployed without issue.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 25 mm non-medtronic balloon. The valve was deployed in a 2 cusp view and an infold was detected and the valve appeared constrained. The infold was confirmed in a 3 cusp view using imaging during the procedure. The valve was recaptured and removed from the body, and a new valve was prepared and deployed without issue. Additional information was received that procedural delay of approximately five minutes occurred as a result of the infold for load ing of a new valve. Per the physician, the patient's annular calcification descending into the left ventricular outflow tract (lvot) contributed to the infold (calcium score 3200).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.